Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No motor error alarms noted. The motor was tested outside the device and passed. The device was received with cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported a motor error alarm when the customer was disconnected. The blood glucose reading was 152 mg/dl. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted with clearing the alarm and stated that she was able to rewind the insulin pump. Nothing further was reported.